Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). The following analysis codes and summary were assigned to the desktop charger, model 37761, serial: (B)(4). Cable assembly connector pins broken. (B)(4).

Event description:
It was reported that the patient was having trouble charging. The patient was getting the main charging screen, however it went away. Interventions and patient outcome were not provided. Follow up was requested, but was not available. If additional information is received, the event will be updated. Additional information received reported that the recharger was not charging. The patient was in a lot of pain in his back because he was unable to use the stimulation. The pain was constant. The recharger not charging was the reason why the patient was unable to use the stimulation. The ac adaptor had a broken connector pin was broken.